Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk. The exact event dates were not provided. This is an estimate based on the date the article was received for publication. It was not possible to match these events with previously reported events.

Event description:
Literature: chincholkar, mahindra, sam eldabe, roger strachan, morag brookes, fay garner, raymond chadwick, ashish gulve, and jill ness. "Prospective analysis of the trial period for spinal cord stimulation treatment for chronic pain." Neuromodulation: technology at the neural interface 14.6 (2011): 523-28. Print. Summary: the authors perform a retrospective analysis on forty patients who underwent trialing period for spinal cord stimulation. The objective of the study was to determine patient preferences regarding the duration of trial period and its impact on the success of the therapy. It was determined that all patients could make a decision in 15 days, with successful trials requiring a shorter duration. Reported events: four patients developed lead migration which required surgical intervention. One patient had a lead fracture which required surgical intervention. One patient presented with a depleted ipg within the first 12 months. Two patients developed infections during the trial period which necessitated surgical intervention. One patient developed infection during the permanent implant stage. Further information is being requested; a follow-up report will be submitted if additional information is received.